Event description:
Account said the bed will not come out of trend. No one was involved with the bed and it was out of service in a ware house.

Manufacturer narrative:
Technician replaced both trend gas shocks.